Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy, when the physician was completing the procedure with the device, the needle broke while in the wall of the vaginal cuff. He attempted to retrieve the needle fragment but was unsuccessful.